Manufacturer narrative:
Zimmer biomet complaint (B)(4). Report source: foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a maxillary osteotomy (le fort 1). Subsequently, the maxilla was mobile and the surgeon reoperated and it was discovered that the plate was broken. The broken plate was removed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned. However, the customer provided photo clearly shows that the plate has fractured through the screw hole area. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.